Manufacturer narrative:
Additional information regarding the event was requested from the user facility, including the lot number of the navvus catheter used during the event, but the user facility stated they were unable to provide the information requested. The navvus catheter was not returned to acist and the lot number was unknown; therefore, acist is unable to investigate this event. The cause of the event is unknown. This report is considered closed.

Manufacturer narrative:
The navvus catheter used during the event was discarded by the user facility. Acist has requested additional information from the user facility. Upon receipt of additional information from the user facility, acist will submit a follow-up report to FDA.

Event description:
During a procedure using the acist rapid exchange ffr system, model rxi, with navvus catheter, when the physician pulled the navvus catheter from the patient's left anterior descending (lad) artery, the artery dissected, causing no reflow. The patient's artery was stented. The patient was reported in good condition after the procedure. The report of patient injury was received on (B)(6) 2019.